Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, but the customer did not have access to charging supplies to perform a pump reset at that time and planned to call back once charging supplies were available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.